Event description:
The customer reports that the pencil is self keying.

Manufacturer narrative:
The initial medwatch report incorrectly identified that the product was received in block h10. The product has not been received and further contact with the customer regarding receipt of the sample indicated that it is believed to have been discarded and will not be returned to valleylab.